Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2023, a 05-year-old male child patient faced two kinked cannulas due to which he experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on the same day ((B)(6)2023), the patient was first admitted to the emergency room and subsequent hospitalized due to diabetic ketoacidosis. His highest blood glucose level was 580 mg/dl and had high ketone level. Moreover, the infusion had been used for one and a half hours. The site location was patient's abdomen for the first infusion set and upper buttock for the second. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.